Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred at the 1st firing before the device was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with one jaw broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.